Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('small amount of scattered coil fragments in cavity') and genital haemorrhage ('severe bleeding') in a 25-year-old female patient who had essure (batch no. 014855- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, wisdom teeth removal, nausea, grand multiparity and uterine bleeding. Previously administered products included for an unreported indication: nuvaring on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergy"), dysmenorrhoea ("severe menstrual cramps"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral) on (B)(6) 2020 and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, hypersensitivity, dysmenorrhoea and pelvic pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2017, (B)(6) 2017 patient was hospitalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('small amount of scattered coil ragments in cavity') in a 25-year-old female patient who had essure (batch no. 014855- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, wisdom teeth removal, nausea, grand multiparity and uterine bleeding. Previously administered products included for an unreported indication: nuvaring on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), hypersensitivity ("allergic reaction/allergy"), dysmenorrhoea ("severe menstrual cramps"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral) on (B)(6) 2020 and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, hypersensitivity, dysmenorrhoea and pelvic pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2017. Patient was hospitalized. Lot number reported (014855) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('small amount of scattered coil fragments in cavity') and genital haemorrhage ('severe bleeding') in a 25-year-old female patient who had essure (batch no. 014855) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, wisdom teeth removal, nausea, grand multiparity and uterine bleeding. Previously administered products included for an unreported indication: nuvaring on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergy"), dysmenorrhoea ("severe menstrual cramps"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral) on (B)(6) 2020 and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, hypersensitivity, dysmenorrhoea and pelvic pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2017, (B)(6) 2017 patient was hospitalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: medical record received- lot number, reporter information and medical history were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('device breakage') and genital haemorrhage ('severe bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergy"), dysmenorrhoea ("severe menstrual cramps"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral) and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, hypersensitivity, dysmenorrhoea and pelvic pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2017, (B)(6) 2017 most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received: new events - pelvic pain, device breakage,were added. Outcome of event menorrhagia was updated as recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('device breakage') and genital haemorrhage ('severe bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/allergy"), dysmenorrhoea ("severe menstrual cramps"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral) and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, hypersensitivity, dysmenorrhoea and pelvic pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal date: (B)(6) 2017 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, hypersensitivity and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and hypersensitivity to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.